Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The quick coupling device was evaluated and the reported condition was confirmed. An assessment was performed and it was observed that the quick coupling device would not self-hold the 0.6 mm k-wire. However, the unit was not burning the pins and was not making a grinding noise. It was further observed that the internal components were corroded, and the clamps were corroded. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure on a smaller-breed canine, it was observed that the quick coupling device was allowing the pin devices to free spin while in the cannula which caused the friction to leave a scorch mark on the pin devices. It was further observed that the bearings were making a grinding noise even after lubricant was added to the device. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.